Event description:
It was reported pt stated she never had therapeutic effect. The pt stated that the leads were misplaced by a small amount. It was later reported pt met with her hcp and field rep. The device was not reprogrammed successfully. The pt programmer was not replaced. The pt was still having problems with the implanted system. The pt will have surgery to fix the problem which was to be scheduled soon. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available. Refer to manufacturer report #6000032201008101.

Manufacturer narrative:
(B)(4).